Event description:
Boston scientific crm received information from a boston scientific field representative that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) replacement indicator associated with an extended charge time and a middle of life 2 battery status. This device is included in the (B)(6), 2007 mid-life display of replacement indicators advisory population. A bsc technical services (ts) consultant discussed the extended charge time issue. There were no reports of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the device is returned for analysis.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects.